Event description:
It was further reported that on (B)(6) 2014 that there were further complications by a chronic driveline infection with cultures growing (B)(6) in the past and the patient was directly admitted after his synovial fluid culture grew (B)(6) in chains.

Manufacturer narrative:
This event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated initial narrative: a report was received from clinical database that the patient developed spontaneous bloody drainage and palpated soft tissue swelling (sts) medial to left ventricular assist device (lvad) insertion site. Persistent drainage was observed from driveline exit site. The patient was initially placed on empiric doxycycline. Wound cultures taken on (B)(6) 2015 were positive for (B)(6). The patient was placed on doxycycline for ten days, however, there continued to be drainage at the site accompanied by mild surrounding erythema. The patient did not report pain or fever. Dressings were changed due to concern over possible dermatitis. Doxycycline was switched to bactrim for one week course. The patient completed four days of bactrim without improvement. The patient was then started on keflex for 19 days. Reinspection of driveline exit site on (B)(6) 2015 revealed small amount of bloody drainage from incision. One suture was removed and two sutures were in place. The driveline infection resolved on (B)(6) 2016. The primary investigator reported that the event was related to device, possibly related to patient condition, and unrelated to implant procedure. No further information has been provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from clinical database that the patient developed spontaneous bloody drainage, palpated "sts" medial to left ventricular assist device (lvad) insertion site. Persistent drainage was observed from driveline exit site. The patient was initially placed on empiric doxycycline. Wound cultures taken on (B)(6) 2015 were positive for (B)(6) ((B)(6)). The patient was placed on doxycycline for ten days, however, there continued to be drainage at the site accompanied by mild surrounding erythema. The patient did not report pain or fever. Dressings were changed due to concern over possible dermatitis. Doxycycline was switched to bactrim for one week course. The patient completed four days of bactrim without improvement. The patient was then started on keflex for 19 days. Reinspection of driveline exit site on (B)(6) 2015 revealed small amount of bloody drainage from incision. One suture was removed and two sutures were in place. The driveline infection resolved on (B)(6) 2016. The primary investigator reported that the event was related to device, possibly related to patient condition, and unrelated to implant procedure. No further information has been provided.